Event description:
Motor in electric pt bed "caught on fire"; while it does not appear there was an actual fire, the capacitor appears to have over-heated and caused its housing to melt, resulting in smoke in the pt's room, coming from under the bed pt was in. Pt thought the bed was on fire and was very frightened and angry.